Manufacturer narrative:
Field service engineer (fse) went on site to repair the cracked lid of the device. Fse replaced the cracked lid along with the lid labels. Equipment repaired and verified according to other equipment manufacturer instructions. Software attributes have been verified and confirmed. The covers of the device were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device lid has a crack. The cause of the crack is not known. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer does not know how the device lid was cracked. The staff is trained and experienced in the use of the device. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no repair history for this device. The cause of the suggested event cannot be conclusively determined. It is likely that the user made a scope or something hard come in contact with the lid. The user can detect the event by inspecting equipment in accordance with the following instructions for use statement; chapter 3 inspection before use, 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.